Event description:
On or about (B)(6) 2010 a monarc sling was implanted to treat this pt¿s urinary incontinence. It was reported that after, and as a result of the implanted mesh, the pt experienced dyspareunia, multiple uti¿s, pain, bleeding, vaginal scarring, continued incontinence and pelvic organ prolapse. It was also reported that the pt has sustained injuries including, but not limited to vaginal pressure, vaginal infections, chronic cystitis, mesh exposure and erosion and will continue to sustain emotional distress and physical injuries. It was also reported that the pt sustained severe and permanent personal injuries and damages.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.